Manufacturer narrative:
The device has not been returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Primary procedure was performed on (B)(6) 2012, by dr. (B)(6), to treat abdominal aortic aneurysm (aaa) with implant of afx bifurcated stent graft, afx infrarenal aortic extension, afx suprarenal aortic extension and an afx limb extension. On (B)(6) 2018, dr. (B)(6) performed an explant. Reportedly, the case was very difficult. Patient was symptomatic with a 16cm aaa in transverse diameter and about 10cm anterior posterior, making it hard to work around to get to renals. Dr. (B)(6) cut the suprarenal metal and took implants out in pieces. Then cut the left hypogastric viabahn snorkel stem flush with origin of hypogastric and oversewed the common iliac. The left limb was then hooked up to femoral. Patient did well overnight. Planned to extubate morning of (B)(6) 2018. No additional event or patient information is available.

Manufacturer narrative:
Based on the information received, clinical assessment confirmed the sac growth complaint. The sac growth is most likely device related. Clinical assessment was unable to confirm the reported explant of the device. Clinical assessment could not determine the procedure related harms for this complaint based on the information shared with endologix to review. The final patient status was reported to be doing well post the explant procedure. Additionally, clinical assessment determined that there was evidence to reasonable suggest type iiib endoleak of the supra renal cuff occurred that was not included in the event as reported. The compromised stent graft integrity was discovered on (B)(6) 2018 during the review of the 74month post implant CT scan. Adefinitive root cause for the events cannot be determined; however, a contributing factor to the sac growth was the type iiib endoleak and a contributing factor to the type iiib endoleak was use of strata material. The device was not be returned for evaluation. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.